Event description:
Reportable based on analysis completed 03/30/2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties were encountered. The target lesion being treated was severely tortuous and calcified located in the left anterior descending (lad). The physician could not cross the lesion with a 2.75x24mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as ¿stable.¿ however, returned product analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device evaluated by manufacturer: examination identified that the stent moved distally on the balloon so that the proximal edge of the stent was approximately 14mm distal to the distal edge of the proximal markerband. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped unto the balloon. Examination also identified stent damage. Proximal stent strut rows 1 to 3 were raised distally. Distal stent struts on row 1 were raised also. The outer diameter of the distal stent damage was measured at 1.63mm. The outer diameter of the middle section of the stent area was measured at approximately 1.28mm. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors (B)(4).